Manufacturer narrative:
As the lot number for the devices were provided, a manufacturing review was performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunctions are inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. The information reviewed indicated that model u415054rx pta balloon dilatation catheter allegedly experienced material rupture. The information was received from various sources. The malfunctions involved patients with no reported consequences. One patient was an (B)(6) female. No other patient information was provided.